Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was implanted on (B)(6) 2022. On (B)(6) 2022 the first fitting appointment took place. The user was not able to hear any sound when the device was stimulated directly.

Manufacturer narrative:
Device investigation only found damage on the conductive link between fmt and implant demodulator, as it appears typical for having been caused during some surgery. The damage found can well explain for the missing device function since first switch-on after implantation. This is a final report.

Event description:
The user was implanted on (B)(6) 2022. On (B)(6) 2022 the first fitting appointment took place. The user was not able to hear any sound when the device was stimulated directly. The user has been re-implanted.